Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was going to be electively replaced, and during the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture (loc) and pacing impedance measurements greater than 3000 ohms, which was high out of range. The device was replaced, but all three leads remained implanted. This patient is not pacing dependent on pacing in the atrium and the lead retained adequate sensing. No additional adverse patient effects were reported outside of the device replacement procedure. At this time, the explanted product has not been returned to boston scientific for further analysis.